Event description:
On (B)(6) 2010, patient reported his infusion sets broke where the luer lock connects to her insulin cartridges. Patient stated she has never had this trouble with other lots, but 2 of the infusion sets in this box have done it to her. Patient reported that it broke away from the infusion tubing at the luer lock. Patient uses a competitor's infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.